Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this right atrial (ra) lead was found to be pacing in the ventricle due to lead dislodgement. The device was reprogrammed to ventricular pacing and the patient will be booked for a lead revision. No adverse patient effects were reported. Additional information was received that a revision procedure was performed and this ra lead was explanted and discarded. No additional adverse patient effects were reported.